Event description:
It was reported that there were bent/misaligned leads. It was noted that the leads were never implanted. It was further reported that the contacts appeared misaligned or bent. It was noted that all the leads were from separate surgeries which occurred on the following dates: (B)(6) 2012: lot # va01hh7; (B)(6) 2010: lot # v578773; (B)(6) 2010: lot # v384611; (B)(6) 2012: lot # v985676. In all of the cases the leads reportedly never came in contact with the patient. It was noted that after the lead was opened it was observed and determined not to be used because of irregularity. It was later reported that the leads appeared to be slightly misaligned through the contacts. It was noted that there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v578773, product type lead; product ID 3387s-40, lot # v 384611, product type lead; product ID 3389s-40, lot # v985676, product type lead. (B)(4).